Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting a replacement cycler due to a previous unrelated event. Upon follow up contact with the patient's pdrn, it was discovered that the patient had suffered a stroke and subsequently expired on (B)(6) 2014. Additionally, the pdrn stated that the cycler did not cause nor contribute to the patient's stroke and subsequent death. A request for patient medical records has been made.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested the patient's medical records but they have not yet been provided. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found a loose voltage cable which was replaced. Continued evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. A supplemental medwatch report will be submitted upon completion of the clinical investigation.